Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. However, since the device was manufactured more than 8 years ago, aging of the printed-circuit board may have caused temporal malfunction and resulted in the phenomenon. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported no image malfunction was confirmed as there was no image with endoscopes of the 180 series due to printed-circuit board failure. Additionally, the following defects have also been detected: the locking device of the video connector is worn out. The bottom plate is corroded the front plate is corroded the front panel is contaminated the memory battery is outdated. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The local service center ((B)(4)) was informed by the doctor at the user facility that "when using endoscopes with the spiral cable, no image is displayed with the evis exera iii video system center. This problem does not exist with 190 series endoscopes. The spiral cables work perfectly on other processors, but not on this device." No patient injury or harm was reported.